Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room with his implantable cardioverter defibrillator exhibiting backup vvi operation. The device high voltage therapy function was disabled in backup operation and the patient did not receive inappropriate therapy. The device function was successfully restored.

Manufacturer narrative:
Additional information: the patient weight was (B)(6) lbs.